Event description:
It was reported that a crwprecise "needs calibration" requests for info have gone unanswered by the physician. The integra lifesciences field engineer provided this info, "its my understanding that the crw was found out of calibration in preparation of and prior to, a scheduled case".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.